Manufacturer narrative:
Consumer alleges the leg of the shower chair broke and consumer caught herself from falling. No serial and/or lot number has been provided. Age of device is unknown. Device maintenance history is unknown. History with similar events suggest improper loading of this type can result in bending and eventual fracture of the aluminum tubing. History has shown that loading of this type often occurs as a result of a user losing their balance and falling with or onto the product. Malfunction not confirmed. Manufacture is working to obtain product for an evaluation.

Event description:
The consumer alleges the leg broke off from underneath the shower chair. The consumer allegedly caught herself from falling. No injury is alleged.